Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the image was not displayed because water got inside from the hole on the cable. Electrical circuits were destroyed, and communication failure occurred in the video processor and the camera head. The hole on the cable was likely to have occurred because the subject device was stored and re-processed together with tweezers, forceps, and scalpel. The instructions for use (IFU) provides the following guidelines: do not reprocess or do store this product with tweezers, forceps, scalpels, etc. A hole is opened in the camera cable, and water leakage may cause the electrical circuit inside the product to be destroyed.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. There was an intermittent image with the error e224 due to a faulty cable unit. The unit had a punctured cable which had caused the unit to fail the leak test. The focus ring had thin cracks and the rear cover labels were faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that while using the 4k camera head during preparation for use, an error code appeared stating no image. No patient involvement reported.